Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had no delivery alarm during manual prime. Customer¿s blood glucose level was 42 mg/dl. Troubleshooting was performed for no delivery alarm and then issue was resolved by reservoir change. The reservoir will not be returned for analysis.